Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubbles and reservoir compartment smelled of insulin. It was reported that issue occured with all reservoirs. Insulin pump passed displacement test. Customer's blood glucose was unknown.